Manufacturer narrative:
H3. Analysis of the communicator indicated that no anomalies were visually observed. The communicator failed the final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6). Product type accessory, h6: eval code conclusion updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 24-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another unknown drug via an implantable pump. The reporter stated when asked what drug was in the pump, they read from the patient¿s paperwork ¿compounded drugs - fentanyl and 20mg it syringe sodium chloride 0.9% tf ml¿, but caller stated they had difficulties reading paperwork. The patient¿s representative reported the patient¿s communicator was not taking a charge. They have tried multiple outlets and cords, but the indicator light does not come on at all and it will not take charge. The patient mentioned ¿if I push the big (power) button, the bluetooth light flickers, but when I plug it in, nothing lights up¿, in reference to the bluetooth light briefly illuminating when the patient was attempting to power on the communicator. The patient confirmed the cord was loose when plugged into the port. A request was sent to the repair department for a replacement communicator.